Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2008 - the patient underwent surgery for repair of an umbilical hernia, a ventralex hernia patch was implanted to repair the hernia defect. On (B)(6) 2014 - the patient underwent an additional surgery to remove the ventralex hernia mesh. The attorney alleges the patient has suffered and will continue to suffer pain and the patient was injured severely and permanently. Addendum per additional information provided: on (B)(6) 2008 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, "the hernia sac was dissected out and reduced internally. The ventralex patch was placed through this, pulled up light against the abdominal wall, sutured to the fascia and the defect was closed primarily.¿ on (B)(6) 2008 - patient visited hospital for pain. On (B)(6) 2012 - patient underwent cystoscopy, turbt (trans urethral removal of bladder tumor) and resection of bladder diverticulum. On (B)(6) 2014 - patient was diagnosed with suture granuloma with immediate communication to previously placed umbilical mesh thereby underwent excision of back lesion and exploration with removal of previous mesh. Per operative notes, "an obvious suture exposure to level of the mesh is detected and the mesh was removed." Attorney alleges that the patient had infection, mesh migration, pain, hernia recurrence and emotional injuries. It was also alleged that the patient had mesh contamination & removal.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported explant event. To date no medical records have been provided. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to initial determination, no conclusions can be made. Per medical records, about 6 years 7 months post implant of ventralex mesh, patient had pain and granuloma thereby underwent mesh removal. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported explant event. To date no medical records have been provided. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient underwent surgery for repair of an umbilical hernia, a ventralex hernia patch was implanted to repair the hernia defect. (B)(6) 2014 - the patient underwent an additional surgery to remove the ventralex hernia mesh. The attorney alleges the patient has suffered and will continue to suffer pain and the patient was injured severely and permanently.